Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have broken grip cable at distal end.

Event description:
It was reported that life of 8mm monopolar curved scissors (mcs) instrument had expired prematurely. There were no reports of patient injury. No fragment(s) fell into the patient's anatomy.